Manufacturer narrative:
Mc1vr01-delsys - (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) was difficult to place. The delivery system jumped out of the right ventricle. Eventually, the device was placed in an acceptable position, but with higher thresholds. Post operative, no capture was observed and x-ray confirmed that the device had dislodged. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.